Event description:
It was reported that two (2) intravia containers 250 ml capacity leaked. Nurses removed the blue cover tap on the right side of the port, but another piece that typically stays in pulled out which resulted in the leaks. This occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in (B)(6). 2023. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.